Manufacturer narrative:
The returned device was evaluated and there was blood residue found on the adhesive pad. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. No kinks were observed on the exposed portion of the soft cannula during investigation. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. Inspection of the bottom housing and formed needle found no defects that would contribute to bleeding. The data downloaded from the device did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 14 mmol/l (252 mg/dl), while wearing the pod between 4 and 24 hours on the abdomen. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.